Manufacturer narrative:
Per the cartridge user guide: insulin should be at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the cartridge with 300 units of cold insulin and the insulin gauge read 105 units. The customer reloaded the pump and the insulin gauge reading was accurate. The customer's blood glucose level was 232 mg/dl. Tandem technical support discussed the importance of using room temperature insulin with the customer.